Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mmvticm5 13.2 implantable collamer lens of -9.5/2.5/87(sphere/cylinder/axis) was implanted into the patients right eye (od)on (B)(6) 2022. Refractive surprise was observed. The lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: d9: return date-12-apr-2023. H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic broken and bent. Dimensional and functional inspections found the lens to be within specifications. Claim#(B)(4).

Manufacturer narrative:
Additional information: b5-the reporter indicated that a 13.2mmvticm5 13.2 implantable collamer lens of -9.5/2.5/87(sphere/cylinder/axis) was implanted into the patient's right eye (od)on (B)(6) 2022. Refractive surprise was observed. On (B)(6) 2023 the lens was replaced with a similar make and model but different diopter lens. The problem was resolved. Claim# (B)(4).